Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he woke up with a sudden-bad headache on (B)(6) 2016. He had an appointment with his doctor scheduled for (B)(6) 2016. The patient's indication(s) for use were parkinson's dual and movement disorders.

Event description:
Additional information from the patient reported that nothing was done to resolve their headaches. They just come and go. The tingling has continued for the last 6 weeks or so.

Event description:
Additional information received from a consumer reported they still had headaches that started about three months after implant. The patient saw their health care provider (hcp) about two weeks ago and they were told the wire was placed securely and they should not worry about it if it was not bothering them every day. The hcp also told the patient that stimulation could be turned off, but they did not recommend turning stimulation off. Stimulation was turned down when the patient met with the hcp. The last time the patient met their hcp was about three months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.